Event description:
It was reported an infection was present at the ipg pocket site. As a result, the system was explanted. Patient was treated at the hospital with IV antibiotics. The infection has been resolved.